Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) inappropriately delivered three shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and a the signal artifact monitor (sam) episode was recorded. This ICD remains in service and no additional adverse patient effects were reported.